Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the washer. While onsite, the technician was informed by facility personnel that the employee subject of the event noticed an object sticking out of the washer as the door was coming down. The employee stuck their hand near the washer door to push the object into the washer causing her fingers to become pinched between the washer's door and the bottom of the unit and the reported event to occur. The technician inspected the washer, including the safety bar and door sensors, and found the unit to be operating according to specifications. No issues with the function of the washer was identified and the unit was returned to service. The reported event is attributed to user error as the employee should not have stuck their hand in the washer as the door was closing. The reliance vision single chamber washer operator manual (pg. 1-1) states, "warning - personal injury and/or equipment damage hazard: if an obstruction is present in the chamber door, obstruction sensor will detect obstruction and door will not close. Wait until water flow has stopped before removing an obstruction." A steris account manager provided in-service training to the user facility personnel on the proper use and operation of the reliance vision single chamber washer specifically, keeping their hands and fingers away from the door while in motion. No additional issues have been reported.

Event description:
The user facility reported that an employee injured two of their fingers while operating a reliance vision single chamber washer. Medical treatment was sought and administered.